Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, as an autopsy was not performed and the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient remained in ICU throughout the post-operative course with respiratory issues and an infection that required IV antibiotics. The patient was on and off the ventilator in the ICU, and developed acidosis and experienced respiratory failure. The patient was reintubated and placed on a ventilator but the acidosis was unable to be corrected. Support was withdrawn and the patient expired.